Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a 56 mm diameter abdominal aortic aneurysm approximately 58 months ago. The aortic neck had an anterior angle of 15 degrees. The diameter of the aorta at the renal arteries was 26mm, and 15mm distal to the renal arteries it was 30mm in diameter. The aortic neck length was 14mm. The bifurcated stent graft was deployed 1mm below the renal arteries with a seal zone length of 12mm. There was no thrombus or calcification present at the time of implant. Currently there is disease progression with aortic neck dilatation and loss of fixation and the stent graft has migrated down and is located 82mm below the lowest renal with a proximal type I endoleak present. The aortic neck diameter is 22mm at the renal arteries and 15mm below it is 46mm in diameter with 21 degree anglulation. The neck shape is reverse funnel. It was reported that approximately two years ago the stent graft had migrated into the aneurysm sac resulting in a proximal type I endoleak. An endurant bifurcated stent graft and iliac limb were implanted and resolved the migration and type I endoleak. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4) results: inherent risk of procedure (endoleak, stent graft migration); patient's condition affected effectiveness of device (aortic neck dilatation and disease progression). Conclusion: device failure/lack of effectiveness related to patient condition (aortic neck dilatation and disease progression).